Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the physician experienced difficulty withdrawing the 135 cm. Powerflexpro 8 mm. X 2 cm. Balloon catheter (bc) through the unknown 5 fr. Sheath. The physician pulled harder and the balloon broke in half with one part staying in the patient¿s arm/radial access approach. The physician had to gain access/open the patient¿s vessel to successfully remove the separated portion. The patient¿s health was reported to be ok. The balloon was reported to be fine during usage. A picture of the separated portion is attached. The product is not being returned for inspection. Additional information has been requested. The physician mentioned that the withdrawal difficulty has occurred a few times in the past/last few years during use of the powerflexpro bc with a diameter of 6 mm. Or larger with a 5 fr. Sheath. Additional information has also been requested regarding this report.

Manufacturer narrative:
The physician experienced difficulty withdrawing the 135 cm. Powerflex pro 8 mm. X 2 cm. Balloon catheter (bc) through the unknown 5 fr. Sheath. The physician pulled harder and the balloon broke in half with one part staying in the patient¿s arm/radial access approach. The physician had to gain access/open the patient¿s vessel to successfully remove the separated portion. The patient¿s health was reported to be ok. The balloon was reported to be fine during usage. Additional information received indicated that it was not known how much force was used in attempting to remove the product through the sheath. The procedure was completed successfully prior to the reported product issue. The current status of the patient was reported to be good and not impacted by the issue post-surgery. The entire separated product was successfully removed from the patient-no details provided. The sheath used was a non-cordis product. There was no reported product issue with the sheath used. There was no reported difficulty gaining vascular access. The target lesion for the procedure was unknown and no target lesion characteristic information was provided. The number of inflations performed with the powerflex pro balloon catheter (complaint product) was unknown. The atmospheres and duration of the inflations performed was unknown. There was no reported difficulty inserting the powerflex pro through the sheath or rotating hemostatic valve used. The powerflex pro balloon appeared to deflate and re-wrap appropriately prior to the reported product issue. The physician¿s dictated summary and procedure log of the case are not available. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was unknown. The contrast to saline ratio was unknown. The type and brand of inflation device that was used (indeflator/syringe) was unknown. There was no reported difficulty advancing the balloon catheter through the vessel. There was no reported difficulty crossing the lesion. It was not known if the catheter was ever in an acute bend. The balloon catheter did not kink while being used. The product was not returned for analysis. A device history record (DHR) review of lot 17274303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon withdrawal difficulty - through guide/ sheath¿ and ¿balloon separated-in-patient (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use ¿do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information received indicated that it was not known how much force was used in attempting to remove the product through the sheath. The procedure was completed successfully prior to the reported product issue. The current status of the patient was reported to be good and not impacted by the issue post-surgery. The entire separated product was successfully removed from the patient-no details provided. The sheath used was a non-cordis product. There was no reported product issue with the sheath used. There was no reported difficulty gaining vascular access. The target lesion for the procedure was unknown and no target lesion characteristic information was provided. The number of inflations performed with the powerflexpro balloon catheter (complaint product) was unknown. The atmospheres and duration of the inflations performed was unknown. There was no reported difficulty inserting the powerflexpro through the sheath or rotating hemostatic valve used. The powerflexpro balloon appeared to deflate and re-wrap appropriately prior to the reported product issue. The physician¿s dictated summary and procedure log of the case are not available. Films or procedural cd available are not for review. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was unknown. The contrast to saline ratio was unknown. The type and brand of inflation device that was used (indeflator/syringe) was unknown. There was no reported difficulty advancing the balloon catheter through the vessel. There was no reported difficulty crossing the lesion. It was not known if the catheter was ever in an acute bend. The balloon catheter did not kink while being used. Additional information will be submitted within 30 days upon receipt.